Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported contacts 2, 5, and 6 are out of range (oor). The patient has intermittent stimulation on their right side (contacts 5 and 6 being utilized). The patient seems to think she noticed a change in stimulation after a recent (date unknown) MRI. She reports it was in MRI mode. An impedance check was ran. The patient was reprogrammed and the issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.